Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted when the device is returned and the investigation is completed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the distal end of the dissection tip was broken out of box and also pieces were missing from the product. No info is available regarding what pieces were missing. A new kit was used to complete the procedure. There were no pt effects. The product is returning.